Event description:
Flow rate too fast. No other information has been made available.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample has been received and is currently being evaluated. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot number. This investigation is ongoing. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.